Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, version: 2.1.0, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that no fault was found. A software analysis was performed. The information provided is insufficient to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a t11, t12, l1 (thoracic = t, lumbar = l) case there was an alleged inaccuracy of 5 mm deep. The surgeon placed the screws on the left side with no reported inaccuracy. The surgeon started drilling pilot holes on the right side of t11 which was when the inaccuracy of 5mm deep occurred. The clinical consultant (cc) reported the drill had a geometry error of 0.19. It was confirmed that the drill bit was placed correctly, the correct drill bit was selected in the software and reverified the drill twice which did not resolve the inaccuracy. The surgeon tested the accuracy with the passive planar probe which also appeared to have the inaccuracy of 5 mm deep. Cc reported the bed and frame did not move during the procedure. Surgeon re-spun the patient, reported it was accurate, and placed screws on the right side of t11 and l1 with no reported issue. On the right side of t12, which was the fractured vertebrae, the 5mm deep inaccuracy appeared again. Surgeon re-spun the patient a second time and was able to place this screw. They used a c-arm to perform final shots and confirmed all the screws were placed correctly and no adjustments were needed. Cc reported that at the beginning of the case, they had to re-spin the patient because her breathing pattern made the spin appear blurry. They took a total of 4 imaging spins during this case. After the case, cc used a spine model to test the accuracy of the drill, passive planar probe, and tap. He was unable to replicate the inaccuracy. There was a 15 minutes delay. There was no impact on patient outcome.